Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (ess205) (batch no. 622312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ear pain, eustachian tube dysfunction, hypothyroidism, seasonal affective disorder, breast density increased and submaxillary gland swelling. History of oviductal surgery tubal occlusion by device essure (B)(6) 2014- us thyroid impression: normal right lobe. No definite left lobe tissue. Please correlate clinically. Prominent right submandibular lymph node. (B)(6) 2018: surgical pathology report: specimen(s) received: a: uterus, cervix, bilateral tubes and ovaries clinical diagnosis and history: menorrhagia, pelvic pain, essure coil removed for risk management diagnosis: uterus, cervix, and bilateral ovaries and fallopian tubes (uterine weight is (B)(6) grams) cervix: no significant histopathologic change. Endometrium: focal secretory and focal tubal metaplasia. Myometrium: intramural leiomyoma. Right and left ovaries; and fallopian tubes: right ovary with a cystic follicle and left ovary with no significant histopathologic change; right fallopian tube with a benign simple paratubal cyst, and right and left fallopian tubes each with a coiled metallic structure consistent with an essure coil present in the isthmus of each fallopian tube. Concurrent conditions included pharyngitis, tonsillitis, emotional problems, depression, anxiety, deafness unilateral, benign neoplasm of lower jaw bone, ameloblastoma, cholelithiasis, stomach pain, abdominal pain, epigastric pain, facial rash, cholecystitis, menstruation frequent, rosacea, arthralgia, painful intercourse, oa hip, cellulitis, post coital bleeding, fatigue, foggy feeling in head, bloating, stress urinary incontinence, intramural leiomyoma of uterus and paratubal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: insertion details- right side-5 coils left side-3 coils visualized diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: successful bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, genital haemorrhage. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 41-year-old female patient who had essure (ess205) (batch no. 622312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ear pain, eustachian tube dysfunction, hypothyroidism, seasonal affective disorder, breast density increased and submaxillary gland swelling. Concurrent conditions included pharyngitis, tonsillitis, emotional problems, depression, anxiety, deafness unilateral, benign neoplasm of lower jaw bone, ameloblastoma, cholelithiasis, upper abdominal pain, abdominal pain, facial rash, cholecystitis, menstruation frequent, rosacea, arthralgia, painful intercourse, oa hip, cellulitis, post coital bleeding, fatigue, foggy feeling in head, bloating, stress urinary incontinence, intramural leiomyoma of uterus and paratubal cyst. On (B)(6) 20, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (serious07ness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: insertion details- right side-5 coils left side-3 coils visualized diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: successful bilateral tubal occlusion. Pathology test - on (B)(6) 2018: surgical pathology report: specimen(s) received: a: uterus, cervix, bilateral tubes and ovaries clinical diagnosis and history: menorrhagia, pelvic pain, essure coil removed for risk management diagnosis: uterus, cervix, and bilateral ovaries and fallopian tubes (uterine weight is 106 grams) cervix: no significant histopathologic change. Endometrium: focal secretory and focal tubal metaplasia. Myometrium: intramural leiomyoma. Right and left ovaries; and fallopian tubes: right ovary with a cystic follicle and left ovary with no significant histopathologic change; right fallopian tube with a benign simple paratubal cyst, and right and left fallopian tubes each with a coiled metallic structure consistent with an essure coil present in the isthmus of each fallopian tube. Ultrasound thyroid - on (B)(6) 2014: normal right lobe. No definite left lobe tissue. Please correlate clinically. Prominent right submandibular lymph node. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, genital haemorrhage lot number:622312 manufacture date: 2007-01 expiration date: 2008-12 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.